Event description:
Hill-rom rec'd a report from a hill-rom technician stating the brakes are not holding. The bed was located at the account in seton 5. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the brake casters not holding due to the casters and brake steer pedal bar inoperable. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2010-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the casters and brake steer pedal bar to resolve the issue. Based on this info, no further action is required.